Event description:
Related to MFR report number 2183959-2012-00658. The patient had an ams miniarc sling implanted on (B)(6), 2010, with the intention of treating her pelvic organ prolapse and stress urinary incontinence. It was reported that after the patient experienced serious bodily injuries, including but not limited to, pain, erosion of her internal tissues, recurrent incontinence, chronic discharge and odor, bleeding, dyspareunia, and other injuries. It was also reported that the patient experienced mental and physical pain and suffering, has undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.